Event description:
Hill-rom received a report from the account stating the left head rail would not lock up in the up position. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the locking spring missing. Per the hill-rom service manual, the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Check the side rail and ensure that it latches properly. Adjust if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the spring to resolve the issue. Based on this info, no further action is required.